Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 1400 mg/dl and they were unconscious, injuring knee after fainting, and "kidneys shut down". Customer went to the emergency room via ambulance and was subsequently admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.